Event description:
Ems report states that a suspected overdose patient aspirated a 28fr nasopharyngeal airway through the nose. It is unclear whether the adverse event was a contributing factor in the patient's later death.